Event description:
It is reported that during surgery there is a loss of black liquid from universal small a.o. Quick connect drill attachment 1000 rpm. Despite multiple follow up attempts with the customer, no additional information could be obtained regarding patient involvement or harm and no additional information regarding the event timing or details could be obtained.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.